Manufacturer narrative:
H6. Code c19: a review of manufacturing records of the device indicated the lot met pre-release specifications. The device remains implanted and is not available for analysis. The cause of an abdominal aortic aneurysm repair remains unknown. Based on study data, the aneurysm decreased in size, no device issues or procedural complications have been reported. Additional information was requested from the physician. The gore® excluder® iliac branch endoprosthesis device and a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device were reported separately. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The information was received from clinical complaint specialist: on (B)(6) 2025, the patient underwent endovascular procedure to treat a degenerative thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. A gore® excluder® iliac branch endoprosthesis and two gore® excluder® aaa contralateral leg endoprosthesis devices were used in the patient's aorta with the tambe device. The patient tolerated the procedure. On (B)(6) 2024, pre- treatment computed tomography angiography (cta) showed that the maximum diameter of aortic disease was 55mm. On (B)(6) 2025, follow up cta imaging showed that the maximum diameter of aortic disease was 54mm. On (B)(6) 2025, follow up cta imaging showed that the maximum diameter of aortic disease was 43.5mm. On (B)(6) 2026, an abdominal aortic aneurysm repair was done. The physician is monitoring the patient.